Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that the cap was broken on her onetouch delica lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first began in (B)(6) 2017. The patient manages her diabetes with insulin (non-adjuster) and stated that she made no change to her usual diabetes management routine in response to the alleged product issue. The patient stated that ¿approximately 3 weeks¿ after the alleged product issue began she developed symptoms of dizzy weak and sweaty due to the product issue. The patient denied receiving any treatment. At the time of troubleshooting, the cca noted that there was no misuse of the product, the correct lancet cap and correct lancets, gauge 30g were being used. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.